Manufacturer narrative:
The device and device data were not returned for analysis. The analysis is therefore only based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
ICD replacement due to eri status was reported. Should additional information be received, this file will be updated.